Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, serial#: (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pacing rates was noted below programmed lower rate. It was also reported that the far field r-wave (ffrw) and loss of capture were observed on the right atrial (ra) lead. Ipg and ra lead remain in use. No patient complications have been reported as a result of this event.